Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Potential factors which could contribute premature deployment include, but are not limited to, manufacturing, inadvertently pulling on the tip of the self expanding stent system (sess) during removal of the tip mandrel, insufficient support during prep, kinks in the shaft, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. To ensure this is not result of a manufacturing deficiency, all sheathed stents are 100% visually inspected for stent location between the markers and that the stent is fully covered within the distal sheath. Additionally, all shafts are 100% visually inspected for damage/kinks. In this case, without having the product to examine, a conclusive cause could not be determined. The device history lot record was reviewed and there was no associated nonconforming material record that would have contributed to this complaint, indicating all lot release testing met specification. Additionally, there have been no other incidents reported for this lot. There is no indication of a product quality deficiency.

Event description:
It was reported that during un-packaging of the .014 acculink, it was noted that the device was unlocked, and the stent was partially opened, but not deployed. The device was not used, and a new acculink was used to complete the procedure. There was no patient involvement. No additional information was provided.